Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Analyst commented, no anomalies found on save to disk. Device mode changed from ventricular pacing to atrial pacing during a programmer session on (B)(6) 2015, then back to ventricular pacing during programmer session on (B)(6) 2015. (B)(4).

Event description:
It was reported that during implantable cardioverter defibrillator (ICD) interrogation, the programmed device mode was erroneously changed that resulted in the patient's intrinsic heart rate less than sixty beats per minute (bpm). The ICD mode was re-programmed, remains in use, and patient condition is well. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.